Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed a driveline disconnect alarm; however, a direct cause for the event could not be conclusively determined through this evaluation. The submitted log files contained overlapping events from 24jan2023 to 24feb2023. The pump operated at or above the low speed limit for the duration of the log file while the driveline was connected. However, a driveline disconnect was captured on (B)(6) 2023, resulting in a pump stop that appeared to last for approximately 47 seconds. Upon reconnection of the driveline, the pump ramped back up to the set speed without issue. The log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The patient handbook explains all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the patient handbook indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 at 19:25 there was a low voltage event that progressed to a pump off. The log file data indicated that the system controller was switched from battery power to power module on (B)(6) 2023 at 17:24. On (B)(6) 2023 at 19:24 the white power lead was disconnected from the system controller. At 19:25 the black power lead was disconnected from the controller, creating a no external power event and the backup battery (bb) was used to support the system with no motor function being affected. At 19:46 a driveline disconnect event was recorded and both power leads were connected to the power module. Finally, approximately 48 seconds later, at 19:46 the driveline was reconnected. The cause of the alarms was not identified and no further alarms occurred after the patient was reconnected to the power module. No further issues were identified in the following 24 hour period and follow up log files captured no additional unusual alarms. Related MFR for the controller side of the driveline disconnect: 2916596-2023-01081.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.